Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib), the sheath was used for transseptal with versacross connect, aspirated after and worked fine. The farawave catheter was inserted, and aspirated air. As troubleshooting the catheter was reinserted and aspirated several times, but this didn't work. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device was disposed so it won't be returned.